Event description:
A customer observed negatively biased "qldl" qc results after calibrating a new reagent lot. No patient results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.